Event description:
The technician alleged the brakes on bed were not working. The casters would roll while the stretcher was in brake mode. Tech found hardware was worn out. He replaced with upgrade kit.